Manufacturer narrative:
Device not returned for evaluation.

Manufacturer narrative:
The event occurred in (B)(6).

Event description:
On (B)(6) 2014, it was reported that the patient had been experiencing elevated blood glucose levels. He stated that after bolusing his levels would go down, but then they would start to rise again. He thinks his infusion device does not properly deliver the basal rate. No adverse event was reported. The infusion device was requested to be returned for product evaluation.